Manufacturer narrative:
The device was in use on patients however no patient harm was reported. The customer replaced the hard drive themselves and the issue was resolved. Device not returned.

Event description:
The customer reported that the central monitoring system (cns) display lost video and went dark.